Manufacturer narrative:
(B)(4). The device trained customer reported the exhalation filter as the cause of the reported event. No return goods authorization was issued on the consumable item. This issue will be internally investigated within carefusion.

Event description:
The customer reported an extended high ppeak, safety valve and circuit occlusion alarm during patient use on this avea ventilator. The patient was having an episode of low oxygen saturation while on the ventilator requiring intervention. The patient was placed on alternate ventilator no further information reported on condition of the patient.